Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a defective spare lamp. The device evaluation also found the low light intensity due to foggy illumination light lens. It also found that there was corrosion on the flat cable, and there was dust inside the unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera elite xenon light source had emergency lamp error e207 showing on screen. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the erroe207 was displayed due to a defective spare lamp. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.